Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was operated for three treatment passes on low speed in the left circumflex, which was heavily calcified and 90% stenosed. The distal tip of the oad made contact with the viperwire guide wire and the wire fractured. Attempts to snare the fragment were made, however due to the appropriate snare size being unavailable, they were unsuccessful. The fragment was stented against the vessel wall and the procedure was completed with balloon angioplasty and stent placement. The patient was reported to be doing well.